Event description:
It was reported, the light source would completely shut off by itself. The team would have to reactivate the unit by pressing the off/on button as if they were turning it on the first time for it to function again. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found that the fault could have been caused by dirty pins on the light source or the endoscope connector. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Additional information provided by customer, the issue occurred prior the procedure started. There was no delay, and the procedure was completed with same set of equipment.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for ''the unit shuts down'' could not be determined. Olympus will continue to monitor field performance for this device.